Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the cause of the reported malfunction was a cracked light guide lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a defective light source. The issue was identified during an unspecified procedure. There were no reports of patient harm.